Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's bood glucose results were 14.3 compared to the labs 10.1 mmol/l. Tests were done within 20 minutes. Pt did not experience any adverse events. No further info has been reported.